Event description:
Patient left voicemail on patient hotline alleging a required revision and inquiring if implants are subject to a recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0 deg x3 insert 32mm head; cat # 623-00-32d; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.